Event description:
It was reported that a patient with a 27mm edwards valve in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient outcome as stable.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported and learned through the complaint follow-up that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 6 years, 7 months due to severe-critical mitral stenosis. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient outcome as stable. Per medical records, the patient presented with increasing sob and syncope. She is a known case of post mvr (2016) mitral re-stenosis. The patient underwent tmvr utilizing a 29mm 9755rsl transcatheter valve and closure of the iatrogenic asd with asd closure device. Post tmvr hospital course was uneventful, and she was discharged to an snf in stable condition on post-procedure day #7.